Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after nine (9) months due to unknown remains. The explanted valve was replaced with a 25mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Method: device discarded. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Although there have been attempts to receive further information, no additional details were provided regarding this event due to and the health insurance portability and accountability act (hipaa). At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.